Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed air bubbles in the reservoir during normal use. Blood glucose level of the customer was 10.0 mmol/l. The customer was assisted with the troubleshooting. The size of the air bubbles was smaller than 1 mm. The reservoir will not be returned for the analysis.